Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements detected via remote monitoring. Boston scientific technical services (ts) recommended bringing the patient into clinic for troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient was seen in clinic. The cause of the increased shock impedance measurements was unable to be determined. At this time, no further out of range measurements have been detected. No adverse patient effects were reported.